Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) with ketones of 7 mmol/l while wearing the pod between 1 and 4 hours. It was reported the cannula did not properly insert into the infusion site and appeared bent. Insulin injections were administered for treatment and a new pod was successfully applied. The patient was discharged after 1 day.